Event description:
Information was received indicating that this ambulatory infusion pump was rebooting at start up. No adverse effects were reported.

Event description:
Information was received indicating that there was no patient involvement during the reported event.

Manufacturer narrative:
Device evalution summary:one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition. The review of event history log identified following event:0103> power lost while pump was on (B)(6) 2018 7:32:00 am recorded in the event log.functional testing included use testing. The pump was powered on using new, aa (iec lr6) alkaline batteries and no issue was observed during startup. The event log indicates that the customer event did not occur until several days after the pump had been used. The customer's reported problem could not be duplicated. Based on the history log evidence, the complaint was confirmed. The root cause could not be identified.